Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen (unknown concentration and dose), hydromorphone (unknown concentration and dose), and bupivacaine (unknown concentration and dose) via an implantable pump was for non-malignant pain use. It was reported that the patient requested assistance connecting to the pump due to 'always having difficulties.' The patient stated the communicator bluetooth light turned solid, but handset wouldn't progress through. The patient stated they hit 'cancel,' and then saw service code '0x2afd5e85.' The manufacturer's patient services specialist (pss) reviewed and assisted the patient in pressing 'restart' and connecting to pump. Troubleshooting determined that the patient held communicator over handset and wouldn't hold it over pump until bluetooth light turned solid. The patient mentioned seeing a 'report' in handset. The patient will monitor and call back as needed. Additional information was received from the patient who reported that they ran diagnostics on the pump and the pump is running fine, but the patient was still experiencing a long lag time when trying to connect to the pump. It would stop at 91% for 10 minutes. It was noted that the agent was trying to review best practice considerations and the patient continuously kept interrupting the agent and eventually disconnected. The agent was able to review how to close the app after use and communicator placement before the patient chose to disconnect the call. The patient called again later the same day stating, ¿I believe I¿m putting the controller on right, but I've had some difficulties connecting. It pauses at 91% a lot of the time¿. The patient stated that a physician was in the hospital that they were in and he ¿took my stuff and put it on his computer and checked my pump and said the pump is working fine¿. The agent reviewed connection considerations and assisted the patient in turning on the communicator before pressing ¿restart application¿ associated with service code 338 (connection interrupted), and the patient was able to connect well. The patient didn¿t bolus due to a 1hr 26min lockout. The patient stated that they were currently in the hospital due to a spinal surgery. The patient stated that they had spinal stenosis, and they were decompressing and fusing the spine. The patient confirmed the procedure was unrelated to their infusion system or therapy. The patient had a family member hold their communicator over the pump due to ¿my right arm isn't helpful enough right now to use¿. The patient also mentioned their handset may not have charged, but their husband told them it was charging well. The patient would monitor and call back if needed. Additional information was received from the patient who reported that the telemetry issues again. The patient was struggling with positioning their body to allow for troubleshooting so the manufacturer's patient services specialist (pss) reviewed communicator placement considerations and patient will call back for more troubleshooting if needed.

Event description:
Information was received from a patient receiving unknown baclofen (unknown concentration and dose), hydromorphone (unknown concentration and dose), and bupivacaine (unknown concentration and dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient requested assistance connecting to the pump due to 'always having difficulties.' The patient stated the communicator bluetooth light turned solid, but handset wouldn't progress through. The patient stated they hit 'cancel,' and then saw service code '0x2afd5e85.' The manufacturer's patient services specialist (pss) reviewed and assisted the patient in pressing 'restart' and connecting to pump. Troubleshooting determined that the patient held communicator over handset and wouldn't hold it over pump until bluetooth light turned solid. The patient mentioned seeing a 'report' in handset. The patient will monitor and call back as needed. When pss inquired pump hcp, the patient stated 'daniel hatmaker, I think he's an np,' and pss confirmed they work under dr. Reyes. Additional information was received from the patient who reported that they ran diagnostics on the pump and the pump is running fine, but the patient was still experiencing a long lag time when trying to connect to the pump. It would stop at 91% for 10 minutes. It was noted that the agent was trying to review best practice considerations and the patient continuously kept interrupting the agent and eventually disconnected. The agent was able to review how to close the app after use and communicator placement before the patient chose to disconnect the call. The patient called again later the same day stating, ¿I believe I¿m putting the controller on right, but I've had some difficulties connecting. It pauses at 91% a lot of the time¿. The patient stated that a physician was in the hospital that they were in and he ¿took my stuff and put it on his computer and checked my pump and said the pump is working fine¿. The agent reviewed connection considerations and assisted the patient in turning on the communicator before pressing ¿restart application¿ associated with service code 338 (connection interrupted), and the patient was able to connect well. The patient didn¿t bolus due to a 1hr 26min lockout. The patient stated that they were currently in the hospital due to a spinal surgery. The patient stated that they had spinal stenosis, and they were decompressing and fusing the spine. The patient confirmed the procedure was unrelated to their infusion system or therapy. The patient had a family member hold their communicator over the pump due to ¿my right arm isn't helpful enough right now to use¿. The patient also mentioned their handset may not have charged, but their husband told them it was charging well. The patient would monitor and call back if needed. Additional information was received from the patient who reported that the patient mentioned the telemetry issues again. The patient was struggling with positioning their body to allow for troubleshooting so the manufacturer's patient services specialist (pss) reviewed communicator placement considerations and patient will call back for more troubleshooting if needed.

Manufacturer narrative:
Product type accessory product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.